Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with contributing behavior described as announcing smaller-than-usual meals to avoid lows and potentially overtreating predicted or actual hypoglycemia; a factory reset and additional training were recommended, but the reset was delayed due to supply and insurance issues. Symptoms included hypoglycemia. Outcomes included no hospitalization and no reported long-term injury. Investigation included customer outreach, data sync review, best-practice education, and plans for a factory reset with follow-up training. Investigation of this case revealed user-driven meal announcement behavior that could have influenced automated dosing and adaptation, along with delays in implementing corrective actions pending supplies. It was concluded that user education and a factory reset with subsequent training should address the reported hypoglycemia risk. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.